Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage with an infusion set after being used for less than a day. Patient's blood glucose level at the time of event was reported to be 300 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.